Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks from the device. The patient was implanted in the united states but was now living in panama. At this time, there is no programmer in panama with the software needed to interrogate this u.s. Configuration device. Efforts were underway to send the required software, or a compatible programmer, to panama so the device can be interrogated and reprogrammed if needed. Additional information was received that a compatible programmer has been shipped to panama. However, the outcome of the device interrogation has not yet been provided. It was later clarified that the inappropriate shocks the patient received had occurred shortly after the implant procedure, while the patient was living in the united states. The patient did not receive any new inappropriate therapy and was only looking for a way to have the device checked since moving to panama. Reference MDR # 2124215-2020-24969 for the previously reported inappropriate shock event.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks from the device. The patient was implanted in the united states but was now living in panama. At this time, there is no programmer in panama with the software needed to interrogate this u.s. Configuration device. Efforts were underway to send the required software, or a compatible programmer, to panama so the device can be interrogated and reprogrammed if needed. No adverse patient effects were reported outside of the inappropriate shock therapy. Additional information was received that a compatible programmer has been shipped to panama. However, the outcome of the device interrogation has not yet been provided.